Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies in the laboratory. The pump passed all functional testing in the laboratory, including dispense accuracy testing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 50 mcg/ml of fentanyl at 13.024 mcg/day and 30 mg/ml of bupivacaine at 7.815 mg/day via an implantable pump for spinal pain. On 2016-nov-18, it was reported that the patient¿s pump had a volume discrepancy. The expected residual volume was 10.7 ml and the actual residual volume was 0 ml. The hcp reported that the patient¿s last refill was in (B)(6) 2016 and was unremarkable. They noted that this was the first volume discrepancy they had seen. The patient reportedly complained of feeling numb on (B)(6) 2016, so the intrathecal dose was reduced by 24%. The patient then complained of a hot feeling over the pump with no interaction over the pump at the time (heat application or medical interaction or procedures) in (B)(6) 2016. The hcp also noted that two weeks prior to this event, the patient complained of no pain relief and had been taking more oral percocet. The hcp believed that the volume discrepancy was not related to a pocket fill or a programming error the patient¿s concomitant medications included oral percocet.

Manufacturer narrative:
Fdc updated to reflect current work instruction. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the issue was resolved by replacement of the pump device. No further patient complications were reported.

Event description:
Additional information was received from a device manufacturer representative (rep) and a consumer. It was confirmed the healthcare provider (hcp) did not use a manufacturer refill kit and also used an off-label drug. It was unknown when the pump would be replaced. It was later reported that the patient's pump had malfunctioned and was overinfusing. It was stated that it made the patient really sick and the patient was in the intensive care unit for 4 days. Further, it was mentioned that the patient's "brain is still really out of whack".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was replaced.

Event description:
Additional information was received via mw5066558 on 03-jan-2017. On (B)(6) 2016, the patient reported that the pump ran empty and the alarm did go off. His doctor brought him in for a pump-o-gram pump test and they used gadolinium contrast. Six hours later the patient was in the hospital with acute encephalopathy. The patient was in the hospital for 6 days and still felt horrible and his pump needed to be replaced as soon as possible because it was over-infusing him with medication. The patient had been telling his doctor all summer that something was wrong with his pump. The patient felt that they didn¿t listen and now he was in more pain and had a ¿poisoned brain¿. He had to use spell check 10 times just writing this report. His brain was very foggy and his head still hurt.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient spent 3 days in the ICU (intensive care unit) because they were overinfused, 3 more days in the hospital and was still laying around their house sick as a dog. Per the patient they were removing the pump on friday because they said it was overinfusing the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported he felt he was over-medicated. The patient mentioned that happened with their previous pump. The change in therapy/symptoms was considered sudden. The patient stated they were doing a study to check the pump and catheter on (B)(6)2016. The patient stated he was over-medicated when they did a super bolus with ¿gatdilumo¿. The patient stated the medication was put into his spine and there was too much, or there was too much pressure in the vacuum that forced the pump to put out too much medication, and it forced the medication into his spinal column and then up into his brain. The patient stated because of that he was not able to still drive a car or read the paper. No further patient complications were reported.